Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 88912001, and the expiration date is september 2026. The cholesterol gen.2 reagent lot number is 88593301, and the expiration date is march 2026. The hdl-cholesterol gen.4 reagent lot number is 86546601, and the expiration date is february 2027. A field service engineer (fse) determined that there was low pressure in the main pump and in the gear pump. The dispensing at the washing station was outside of the specified ranges. There were worn reaction cells, and the halogen lamp was depleted. An instrument check was also performed to verify proper functioning. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3, cholesterol gen.2, and hdl-cholesterol gen.4 results from the cobas c 503 analytical unit for three patients. Patient 1's initial glucose hk gen.3 result was 102 mg/dl, and the repeat result was 7.96 mg/dl. Patient 2's initial cholesterol gen.2 result was 236 mg/dl, and the repeat result was 24.3 mg/dl. Patient 3's initial hdl-cholesterol gen.4 result was 43 mg/dl, and the repeat result was 4.56 mg/dl.